Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead there was placement difficulty. It was noted that the catheter that was being used was kinked in the proximal end. The pacing lead and catheter were not used, and a replacement lead was implanted successfully using a different catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.